Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fsefound that port 5 of the flowcell was cracked. The fse replaced the flowcell, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The field service engineer (fse) reported the flowcell was cracked at port 5 of the unicel dxh 800 cellular analysis system. The volume of the leak was described as a small amount and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.